Manufacturer narrative:
A ge service representative performed an onsite investigation and freed-up space in the memory. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's memory was full and could not save data. No patient injury was reported.